Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported during an ipg replacement procedure (related manufacturer reference number: 3006705815-2020-02107) the newly implanted ipg would not communicate as the ipg was not set in surgery mode and the physician used a cautery near the ipg. As a result, another ipg was used, resolving the issue.